Manufacturer narrative:
(B)(4). To date the incident sample has not be received for evaluation. If additional information pertinent to the incident is obtained a follow-up report will be submitted. (B)(4).

Event description:
Customer reported bravo ph capsule failed to detach. Bravo capsule has been retained for over 6 weeks. X-ray was taken. The capsule appears to be buried within the esophageal wall.